Manufacturer narrative:
Pin bracket.

Event description:
It was reported by service report that there is a stripped pin bracket. It is unk if there was pt involvement or if there are adverse consequences to report.